Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2020-oct-02. They had ¿withdrawal over the weekend, the catheter flowed well, and the pump had excess fluid.¿.

Manufacturer narrative:
H3: the returned pump device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter device was found to be melted at the catheter body after explant, which did not affect infusion. Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient who was receiving gablofen with concentration 500 mcg/ml at a dose rate of 111.25 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient presented to the hospital with withdrawal type symptoms. The pump logs were read on 2020-oct-03 and looked to be in order. The side port was successfully aspirated on (B)(6) 2020. They decided to bring the patient to the operation room for exploration. The side port was also successfully aspirated in the operating room on (B)(6) 2020. It was further reported that a refill was attempted, and they found 13.5 ml in the pump when they were expecting 6.8 ml. A decision was made to just replace the entire system at this point. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The pump and complete catheter were explanted and replaced. The pump and catheter were in the possession of the hospital and were to be returned to the manufacturer for analysis. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue to report. The patient¿s medical history was noted as having been requested but would not be made available. It was further reported that the patient¿s father was curious about the analysis of the pump. No further patient complications have been reported as a result of this event.